Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, error test, displacement test, prime and excessive no delivery test. Pump had cracked case at display window corners, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place, minor scratched and cracked display window. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.